Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 9/29/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: visual analysis of the returned product revealed that one opened sample (the suture broken in two sections) product code sxpp1a401 was received for evaluation. Upon visual inspection of the returned sample, the suture pieces were observed with damaged at the surface, body fluids and the barbs were to be damaged at the tips. In addition, the ends were observed broken. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code sxpp1a401 contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn't be reviewed as the batch number is unknown. The condition of the sample received indicates improper handling of the device. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide lot number unk. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength: 2360 g/m.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the suture broke while sewing. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.